Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The backup battery did not pass the initial load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Additional information provided communicated that after the alarm cleared from reseating the backup battery, a backup battery fault alarm activated at a later date. The system controller was then exchanged due to the alarm. It was noted that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 08aug2023. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file data was downloaded due to backup battery faults. Log file captured emergency backup battery (ebb) faults on (B)(6) 2025 at 4:06:14 am due to the ebb failing the load test. The battery was reseated 6 times and the alarm persisted. The backup battery fault alarm cleared after reseating the battery 7 times. The alarm returned and a system controller exchange was completed. The exchange resolved the issue and the alarm has not returned.